Event description:
Patient had bypass and aortic valve replacement about 3-4 months prior. Note that this was not an aaa case; treated with endologix device for shaggy aorta. Due to the angulations of the aorta at the bifurcation, there was difficulty placing the device in the correct position. The physician rotated the device to check for a possible wire wrap, however, there was none. The delivery system was pushed up, a stiff guide wire was switched in as an attempt to straighten out the vessel, the contralateral side was dilated with a 10, then a 12 balloon, however, the contralateral limb could not be brought down into position. Several manipulations were done, and as a result, the contralateral side was perforated and the patient's blood pressure began to drop. The main body was deployed to try and stop the bleeding. The patient was converted to open repair; left the or in critical condition. The patient died in recovery shortly after.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The event was related to operational context. Note that this was non-aaa case. The device was inadvertently discarded by the hospital.